Manufacturer narrative:
The fenestrated bipolar instrument has not been received for failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, an unspecified wire on the fenestrated bipolar forceps instrument broke. No injuries were reported. The procedure was successfully completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.